Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed with tandem technical support, and no issues were identified. Reportedly, the customer changed supplies and successfully resumed insulin therapy. Customer's blood glucose level was 400mg/dl.